Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels exceeded 300 mg/dl, while wearing the pod between 1 and 4 hours on the hip/buttocks area. The patient noted the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.